Event description:
Surgeon forced the tip of the instrument against the glenoid while trying to pass the capsula and the tip broke. The tip premains in the patient. Hospital did not report any adverse consequences with the paient as a result of event. This device is used for treatment.